Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Starting on (B)(6) 2021 noise can be seen on hm recordings. Pacing impedances were less than 200 ohms on (B)(6) 2021. No noise was seen when the patient came in for a followup the next day, however there was some noise seen on ff during postural/isometric testing. No adverse patient events reported. The lead remains implanted at this time.